Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 sensor would not pair with the ilet, with the ilet displaying a persistent pairing message despite standard troubleshooting, including verification of no competing receiver or smartwatch, mode toggling between g7 and g6, device restart, code re-entry, and application of a new g7 sensor. Symptoms included prolonged hyperglycemia with values reported as high and alerts for very high glucose, without reported acute clinical symptoms. Outcomes included self-management with a subcutaneous insulin pen and no medical intervention or hospitalization. Investigation included customer interview and guided troubleshooting. Investigation of this case revealed a failure of communication between the cgm and the ilet consistent with a pairing or connectivity malfunction of the cgm interface. It was concluded, based on previously established findings for similar reports, that the cause was unable to be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.